Manufacturer narrative:
Investigation is in progress.

Event description:
It is reported that the pt is experiencing pain, dislocation and instability. It is stated that the pt experiences frequent falls. Two additional procedures following the primary surgery are also reported.